Manufacturer narrative:
This report is to answer user facility report. The power supply of the concerned device was made available for investigation at MFR site. The investigation came to the result, that a transistor of the primary housekeeping low voltage supply failed, causing the reported device behavior. The evita 4 reacted as specified for this case of failure, opened the airway system to allow spontaneous breathing for the pt and posted an acoustical alarm. The failure rate of the concerned component is continuously monitored and evaluated with the result, that it is within the accepted range and does not show a conspicuity. The protection against the fault is in accordance with the relevant standard and functioned correctly. No further measures are indicated, the file has been closed.